Event description:
A surgeon reports a pt with a decrease in bscva following a study. At 3 months post-op, this pt experienced a 1-line decrease in bscva in the right eye. Ucva improved from >20/100 to 20/22. At one week post-op this pt reported dry eyes, but vision was good.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. This report mailed in to FDA on: 7/26/2007.